Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a transverse arch aneurysm in zone zero as well as a descending aneurysm repair. Prior to implanting the stent grafts, the patient was scheduled for an arch de-branch with a side port on the surgical graft. The ascending arch measured 38-40mm it was reported that the physician placed a bentson wire down the descending aorta to use ivus to determine the proximal and distal landing zone sizes and location and it was discovered there was a type a dissection. The physician did an ascending arch replacement with a 34mm surgical graft to fix the type a dissection. After, the three valiant stent grafts were implanted from the celiac to the surgical ascending repair. The final angiogram was performed and the grafts looked great with no endoleaks or malfunctions. When taking the patient off bypass, the blood pressure started to bottom out. The patient was placed back on bypass and a balloon pump was placed in from the left groin. The patient expired same day. The physician stated that the patient did not make it due to complications from the type a dissection. The physician stated that the cause of the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.